Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Product is being replaced.